Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was explanted and replaced due to noise. The patient tolerated the procedure well and will be followed normally. No additional information was available.

Manufacturer narrative:
External insulation abrasion was noted at 12.3 ¿ 12.4 cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.